Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received frozen screen. Customer¿s blood glucose was unknown. Customer stated that the battery compartment and battery cap was cracked. Troubleshooting was performed for damaged. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement and self test. Insulin pump received with cracked battery tube threads and broken battery cap. No frozen display anomaly.